Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: webster coronary sinus with auto ID catheter, model #: d-1353-04-s, lot #: unknown. Coolflow pump, model #: m-5491-02, serial #: (B)(4). (B)(4). Event description continuation: the physician¿s opinion regarding the cause of the adverse event is that it was related to the cryoablation performed near the right superior pulmonary vein. It was noted that the esophageal temperature probe was not behind the heart at the beginning of one freeze. When the temperature probe was pulled back, it displayed a reading of 25 degrees celsius. As far as staff could remember, there were no radiofrequency applications at the site of injury. It was noted that the physician does not believe that a biosense webster product was responsible for the injury. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) year old female patient underwent an ablation procedure for atrial fibrillation with a stockert 70 generator and am ez steer thermocool non navigational 4mm catheter and suffered an esophageal fistula requiring surgical intervention. On (B)(6) 2016, the ablation procedure was conducted. The majority of the procedure was conducted using non-biosense webster products to include esi velocity mapping system and a medtronic cryoablation catheter. The ez steer thermocool non navigational 4mm catheter was used for "touch ups". The cryoablation balloon freezes were between 180-240 seconds at each vein. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding cryoablation balloon temperatures. There were no errors reported on biosense webster equipment. On (B)(6) 2016, the patient returned to the hospital with complaints of gastrointestinal issues. The computed tomography revealed an esophago-pericardial fistula (no left atrial involvement). Surgical repair of the esophageal injury was successfully completed. The patient did not require extended hospitalization with the initial procedure but did require hospitalization for surgical intervention and recovery. The patient outcome is improved. However, residual effects are uncertain. Activated clotting times were reported to be between 343-392 seconds during the suspected event time.

Manufacturer narrative:
Additional information was received on march 16, 2017 on the patient's current condition stating that the patient is improved and doing well. (B)(4).